Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-29, that has a similar product distributed in the us, list number 8d06-31/41. This issue was previously reported under MDR number 3008344661-2018-00086 under a different suspect device manufacturer.

Event description:
The customer observed (B)(6) results while using architect syphilis tp reagents. The following data was provided. Initial (B)(6), repeat (B)(6). Other methods were (B)(6) including espline tp ab and rpr. An outsourcer tp ab quantitative test was indeterminate. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, accuracy testing, and specificity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The patient specimen was returned, however the product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. The returned patient specimen was tested using in-house retained kit of the complaint lot and reproduced the reactive results (1.30, 1.33 s/co). Tests using other methods were negative, including tppa (t. Pallidum particle agglutination assay) and fta abs (fluorescent treponemal antibody absorption). Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.